Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on november 14, 2021. The manufacturer representative (rep) reported that the patient had not been exposed to any external or environmental factors that could have caused this event. The cause of the loss of stimulation was attributed to high impedances found on contacts that were part of the patient's programmed settings. The rep reprogrammed the patient's device and then the patient was getting good coverage and was happy with the therapy; issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implanted neurostimulator (ins) for their right side had stopped working about 2-3 weeks prior to the report.  They explained that it was not doing anything at all when they increased the stimulation intensity; they did not feel anything when they increased the intensity over 10.  The patient did verify that the stimulation was on at the time of the report when troubleshooting.  The patient was redirected to their doctor to have their device checked and the field representative was notified of this event. Additional information was received from the patient's representative on september 27, 2021. It was reported that the patient's ins was not working; the patient was not getting any relief in their arm and have tried increasing the stimulation all the way up but still did not get relief. It was noted the patient successfully charged their implant about a week prior. Pt rep said that the pt has two implants, one on the left and one on the right; pt rep said one is for the upper part of the body and one is for the lower part of the body. Pt rep said the left implant works (B)(4) and the right implant (B)(4) does not. The patient was redirected to their healthcare provider to further address the issue.